Manufacturer narrative:
One 72203854 suturefix ultra suture anchor device returned. The handle body, button, trigger cover are all intact and appear undamaged. The trigger was found locked; deployed. No suture or anchor were returned for evaluation. The inserter shaft is undamaged. Inspection of the inner shaft confirmed that the fork tines were intact and undamaged. Smith and nephew suturefix anchors are intended for the reattachment of soft tissue to bone. Use of other instruments may injure the patient, damage the instruments, or compromise fixation. Once seated do not rotate the suture anchor device in the bone as this may cause device failure. Pull back slowly on the handle to remove insertion device. The anchor will remain in the bone. Breakage of the suture anchor can occur if the insertion site is not prepared with appropriate instrumentation prior to implantation. No root cause related to the manufacture of this device was confirmed.

Event description:
It was reported that during the surgery the suturefix 1,9mm anchor pulled out when we deployed the anchor in the labrum. A backup device was used to complete the surgery. The hole was just left open, so the patient had one extra hole which they decided to leave. No significant delay or patient injury reported.